Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was repaired. No additional info is available.

Event description:
The customer reported that the system would display an error message. No pt injury was reported.